Event description:
Us legal mdl, it was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's left hip on (B)(6) 2013, the plaintiff experienced elevated chromium and cobalt levels, pain and a pseudotumor. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The patient was stable after the revision.

Manufacturer narrative:
Additional information was received for this event. Reference to sections: a1, a2, a3, b5, d1, d4, g3, h2, h4.

Event description:
*Us legal mdl* it was reported that, after a bhr resurfacing construct had been implanted on the plaintiff's left hip on (B)(6) 2013, the plaintiff experienced elevated chromium and cobalt levels, pain and a pseudotumor. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff's outcome related to this revision surgery is unknown.

Manufacturer narrative:
Section: h10: internal complaint reference case-(B)(4). H3, h6: it was reported that left hip revision surgery was performed. During the revision, the bhr head and bhr cup removed. As of today, the devices which were used in treatment and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe of 12 months prior to the date that the incident was reported. A similar complaint has been identified for the head batch, however, as the device is no longer sold, no action is to be taken. No other similar complaints have been identified for the part number of the head and the reported failure mode 12 months prior to the aware date. A similar complaint has been identified for the cup batch and similar complaints have been identified for the cup part number and the reported failure mode 12 months prior to the aware date. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Non-conformance was identified as the castings inspection procedure paperwork for the bhr head was incomplete. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure mode. A risk management review was performed. No additional risks were identified as result of the reported event. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. The available medical documents were reviewed. The clinical information provided of pain, elevated metal ion levels, and pseudotumor may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. Based on this investigation the need for corrective and preventative action is not indicated.